Event description:
It was reported that, "during a laparoscopically assisted vaginal hysterectomy, the articulator (endoscopic stapler/cutter) closed on the target tissue but would not fire (staple). The jaws would not open. When disengaged, the staple cartridge remained partially engaged in the target tissue. Tissue was damaged and bleeding occurred. It was controlled and the procedure was completed. The pt's recovery was not altered.